Manufacturer narrative:
The user facility's service engineer checked the suspect system after the operation. The safety monitor had malfunctioned again. The system alarmed for bubble detected, but no air inside of tubing. Then the hubble detect function cannot be "off" until the service engineer re-started the entire system.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the safety monitor had malfunction. When the perfusionist (ccp) operated the system, the system alarmed. The arterial (art) pump and cardioplegia (cpg) pump were stopped due to the bubble detected. There actually was no bubble in tubing. The ccp re-start the art and cpg pumps without "rest" bubble detected function, and this situation was happened twice during the operation. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.